Event description:
The coil was inspected prior to use and no problems were found. There was strong resistance when the coil was inserted into an sl 10 microcatheter; so the coil was to be removed. The coil detached without any intent when pulled out from the microcatheter. There was no serious injury or required intervention.

Manufacturer narrative:
(B)(6). Complaint conclusion: the device positioning unit (dpu) was returned without the coil. No anomalies were found to the dpu that could be complaint related. The coil was not returned. Without the return of the coil; the root cause of the coil¿s resistance during introduction and the following unintended detachment during retraction cannot be determined. However; it should be noted that the coil passed a pre-deployment inspection just prior to use. In addition; without the return of the sl-10 microcatheter and the hemostatic valve used in the procedure; it cannot be determined if these components contributed to the complaint event. Since there was no evidence of a manufacturing issue related to the complaint, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.